Manufacturer narrative:
The hill-rom technician visited the account but was unable to make contact with anyone who know of this incident. No other information was obtained although several attempts were made.

Event description:
Customer alleged the patient rolled over the top of the siderails. The siderails were in the up position. No injuries were reported.